Manufacturer narrative:
(B)(4). Concomitant medical products: 163662, 28mm mod hd std neck tp1 taper, 494560, 11-165218, ringloc bi-polar 28x47mm, 382420, 150478, oss poly lock pin, 610340, 161034, oss rs poly fem bushings set/2, 252670, 150410, oss tibial poly bearing 12mm, 837020. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02798, 0001825034 - 2018 - 02799, 0001825034 - 2018 - 02797, 0001825034 - 2018 - 02801, 0001825034 - 2018 - 02802. Remains implanted.

Event description:
It was reported patient is experiencing nickel allergy three years post-implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.